Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) was dispatched and on 22-mar-2016 replaced hybrid arm cup pick up mechanism assy. Also upgraded pmd 2 brd to new type v4ro. Replaced small flat cable due to wear. Performed adjustments for new cup pick up assy. Removed incubator rotor cleaned and lube. Cleaned and lubed hybird y axis. Ran cuptransfer eval 3 times with no errors. Customer ran controls, verfied by operator. The most probable cause of the reported event was a hybrid cuptransfer failure.

Event description:
On (B)(6) 2016 the customer reported error 4271 hybrid cup transfer z axis home detection failure with their aia-2000 analyzer. Customer reported error 4271 hybrid cup transfer z axis home detection failure. All set home worked the first time but this error happened a 2nd time. The customer is unable to run ctnl2 bhcg afp and hcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctnl2 bhcg afp and hcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.